Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as when the trigger on each device is released from the retracted position it sticks and does not slide smoothly back to the resting state. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. While the root cause cannot be definitively determined, review of the failure mode determined that it is most probable that not properly maintaining the devices as indicated in the technique guide resulted to the complaint condition. These devices are part of the sternal zipfix system and used to tension and cut the sternal zipfix implants. Proper use and maintenance is addressed in technique guide. The returned devices were received intact with a few scratches and labels on the surface of the device. For both devices, when the cutting mechanism is locked and the trigger is depressed, the trigger can be fully retracted. Then, when the trigger is released from the fully retracted position it sticks and does not slide smoothly back to the resting state. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. The remaining functionality was tested and no further issues were determined. A review of the design drawing for the top level assembly and component drawings were reviewed during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Review of the failure mode determined that it is most probable that not properly maintaining the devices as indicated in the technique guide resulted to the complaint condition. Specifically, it appears the binding is occurring between the spacer component and the pusher sleeve component where the tolerance is constrained to allow a sliding fit and to ensure proper alignment between the components. The sternal zipfix system technique guide provides specific instructions for lubricating the device prior to sterilization and includes this region as one of the three locations to apply oil. Furthermore, from handling of the devices during investigation, it appears the oil from the investigator¿s hand has restored functionality. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: june 21, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) zipfix guns are not tensioning well. There was no particular procedure or patient involved when the issues were discovered. This report is 2 of 2 for (B)(4).